Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor, showed that the sensor failed per specifications due to low readings.

Event description:
It was reported that the customer sensor are not working on insulin pump. The customer's blood glucose was unknown mg/dl. The troubleshooting were performed. The customer's sensor are not working and having a calibration error due to breakage of the cannulas. The customer was advised that the sensor will be replaced and the problem was resolved. No further information was reported.